Event description:
I am currently using the freestyle libre 3 plus sensors to help me manage my blood sugar. I have noticed that the sensor readings are much lower than my manual readings, 40 mg or points lower. This makes it very difficult to know how to respond. I have reported my problem to abbott customer service ((B)(6)) several times. Replacement sensors are provided with the same results.